Manufacturer narrative:
(B)(4). Mfg. Site name-coherent inc. Investigation results: one flexiva 200 laser fiber was received for evaluation. Visual examination revealed that there was no exposed glass fiber tip remaining. Examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip broke off. The condition of the returned device confirms the event. The noted damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on october 2, 2017 that a flexiva 200 laser fiber was opened for use during a ureteral stone lithotripsy procedure in the kidney performed on (B)(6) 2017. According to the complainant, during unpacking, the tip of the laser fiber was noted to be missing. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.